Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the pump had a battery life issue and the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: the pump's black box showed one post delivery motor power supply fault alarm while performing a "rewind" on (B)(6) 2016. The pump's current draws were within specifications. There was no evidence of moisture inside the pump.